Event description:
The company was informed that the pt's device was explanted due to suspected device failure. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.